Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the patient has brugada syndrome and has not been feeling the greatest as time has past since implant. The patient presented to the clinic with elevated rv (right ventricular) thresholds on the right ventricular (rv) lead and a high rv threshold was observed. The lead was reprogrammed and the following day the thresholds were more reasonable. It was also noted that the r-waves on the rv lead have always been smaller than the p-waves on the atrial lead. Additionally, it was reported that there was an observation of a high threshold measurement on the atrial lead and that the atrial thresholds have always been high. The rv lead and atrial lead were explanted and replaced. No further patient complications have been reported as a result of this event.